Event description:
Boston scientific received information that during a routine clinical follow-up, high out of range pacing impedances values and loss of capture, were observed with this left ventricular lead. The physician elected to surgically intervene, at which time the product was explanted. Another boston scientific lead was successfully implanted and the explanted lead is intended to be returned for a post market analysis.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, this lead was thoroughly inspected and analyzed. Visual inspection confirmed a coil conductor fracture. Detailed analysis noted two puckers in the lead insulation which correspond to grooves in the suture sleeve. The pucker marks suggest the suture sleeve was tied approximately 35-37 cm from the terminal pin. A bend was noted in the insulation approximately 38 cm from the terminal pin. All conductor wires were fractured at 38.6 cm from the terminal pin. The fractures were confirmed via x-ray. Analysis concluded the reported clinical observations were due to a lead fracture which occurred just distal to the area in which the suture sleeve was tied down.